Manufacturer narrative:
Medwatch submitted (B)(4) 2011. Device labeling addresses the reported event of seroma as follows: the core study: 7 year adverse event rates: for primary augmentation patients, seroma rate = 1.6%. Swelling = 7.1%. "After breast implant surgery for patients in the core study, in the labeling for saline implants the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma" (allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for saline implants.

Event description:
The patient had augmentation surgery, implant date and device information unknown at this time. However, she did have explant surgery january 2000 and was replaced with 468 textured saline implant. The patient presents with "left side swelling" and enlargement. A complete capsulectomy with implant removal was performed on (B)(6) 2011. Cytology was performed on the seroma; cytology results shows cd30+ alk-. A CT scan of chest/ abdomen and pelvis was also carried out and was negative for disease. At the time of this report, there is no plan for chemotherapy or radiation treatment. An ongoing investigation is being carried out any new information will be updated and forwarded on accordingly.